Event description:
A baxter service technician reported finding a infusor pump with error code m046125 received during initial run. This event occurred during product evaluation. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
Error code m046125 received during initial run which occurred during evaluation. This condition was caused by a malfunctioning mechanism drive. The mechanism drive assembly was replaced to correct the condition. (B)(4)